Event description:
Reporter alleged that while manually removing a needle from his wife's softclix plus lancet device, he stuck himself with the softclix lancet. Reporter stated that part of the lancet needle broke off into his finger and he went to the doctor to have it removed. No other action or treatment resulted. A request was made for the return of the suspect device and replacement prod was sent.